Manufacturer narrative:
(B)(4). Product labeling provides instructions for interpreting results of initial and repeat reactive specimens if a specimen is repeatedly reactive, instructions state to follow appropriate FDA recommendations and regulations. Labeling also states false-reactive test results can be expected with any test kit. False-reactive test results have been observed due to nonspecific interactions. Based on results of this investigation, prism hiv o plus reagent kit lot 83516m500 is performing according to product label claims.

Event description:
The customer observed 7 of 5,683 samples tested generating repeatedly reactive results using the prism hiv o plus assay. Six of the 7 samples were later determined to be non-reactive using confirmatory methods for both hiv-2 eia and hiv-1 western blot. Patient specific empirical data was not provided. No adverse outcomes were reported related to this issue.